Event description:
It was reported that during a da vinci surgical procedure, it was noted that the wire on the fenestrated bipolar forceps instrument was in a loop. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Additional finding not reported by the customer were grip tips damage and main tube scratch marks. Failure analysis investigation also found that the instruments grip tips were bent, causing side to side misalignment of the grips. There is an offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. The bent damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments main tube exhibited scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube and pitch cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.